Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received reported that the pump was replaced. No further complications were reported regarding the event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the consumer regarding a patient receiving an unknown drug via an implantable infusion pump. It was reported the patient was not feeling or talking well. When they tried to give the patient a bolus the error code 8476 (motor stall) was displayed. It was noted that today was first time they had heard the critical alarm. The patient was admitted to the hospital. It was noted that the healthcare provider (hcp) was 800 miles away and a request for a device manufacturer representative to come interrogate the pump was made. It was recommended that the patient go to the emergency room if they were concerned. No further complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the healthcare provider indicated that the patient was given an fentanyl patch at the hospital to help with withdrawal symptoms. No further complications have been reported.